Manufacturer narrative:
(B)(4).

Event description:
Procedure: esophagus. According to the reporter: the device and anvil could not be connected. The staff changed to cervical part anastomosis. Although it was not smooth to connect with another device, it was possible. An additional three cm incision was done. Operative time was extended more than thirty minutes.